Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 575mg/dl with large ketones, blurred vision, polydipsia, polyuria, symptoms of dehydration, dizziness, lightheadedness, nausea and vomiting associated with a leaking cartridge. The patient was hospitalized and treated with insulin via their pump and other unspecified treatment. During trouble shooting with customer technical support (cts), revealed that there was insulin in the cartridge compartment and a leak at the luer lock. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a luer lock leak.